Event description:
It was reported that a patient presented high lead impedance readings during a routine office visit. There were no reports of trauma or manipulation. It was recommended that the patient's device be programmed off and x-rays be taken. Good faith attempts to obtain additional information are currently being made. The patient's programming history available in the in-house database was reviewed and found to be current from (B)(6) 2005 to (B)(6) 2008. High lead impedance readings were first obtained on (B)(6) 2006.

Manufacturer narrative:
Method: analysis of programming history.